Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system and right ventricular (rv) lead triggered a lead safety switch (lss) due to high pacing impedance measurements out of range. Noise oversensing was noted as well. Technical services (ts) reviewed and recommended further testing as these might be indications for a lead anomaly. This pacemaker and rv lead remain in service. No adverse patient effects were reported.